Event description:
It was reported that a flogard solution set had a damaged chamber described as being crooked. This was found before use when the device packaging was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection the drip chamber was observed to be bent. The cause of the condition could not be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.